Event description:
Healthcare professional reported "rupture", "capsular contracture baker grade unknown", "pre-axillary silicone granuloma 1.2x0.8 cm confirmed via ultrasound". Also reported ¿individual small cysts up to 0.3 cm" which is not related to the device. This record is for left side. The device was explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture grade unknown, rupture, silicone migration. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture", "capsular contracture baker grade unknown", "pre-axillary silicone granuloma 1.2x0.8 cm confirmed via ultrasound". Also reported ¿individual small cysts up to 0.3 cm" which is not related to the device. This record is for left side. The device was explanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. ¿ calcification: not observed. As per the investigation procedure crease/wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
E1. Phone number continued: + (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ rupture: missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. As per the investigation procedure crease/wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture," "capsular contracture baker grade unknown," "pre-axillary silicone granuloma 1.2x0.8 cm confirmed via ultrasound." Also reported ¿individual small cysts up to 0.3 cm" which is not related to the device. Healthcare professional later reported "both samples contain oblong tissue flaps with fibrous, focal chronic granulating inflammation; the internal surface has papillarity in various places, with synovial metaplasia." The device has been explanted.